Event description:
The two liter tpn bag had been done in the in patient pharmacy. The tpn bag never left their department, as they noticed the bag started to leak from the port. The pharmacist sent me two pictures of the bag leaking. Apparently, this has been an on going problem when I spoke with the pharmacy senior manager, but this is the first smda report submitted. The exactamix bag is currently in the in patient pharmacy. Once the manufacturer gets the smda report, I will ask them to send me a mailing container and label to return the bag to them.